Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a flouroscopy procedure confirmed that this left ventricular (lv) lead dislodged. There was loss of capture, but no subsequent asystole. This lead was repositioned and remains in service.